Event description:
It was reported that the patient received inappropriate therapy. The 6943 lead was explanted and replaced. The 5072 lead was also explanted and returned for evaluation. It tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the devices outer insulation breached; full lead returned.